Manufacturer narrative:
The patient was moved to another room to continue the procedure. Fiber optic loopback tests passed, and replacement parts including detector px4700 high speed pack and fiber optic cables were approved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there is an artifact image that is severe cannot use fluoro. The clinical use of the system was in use. There was no harm reported to philips.